Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer received motor position encoder error alarm. The customer was unable to exit rewind menu. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the displacement, rewind, and basic occlusion tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. Unable to confirm motor position encoder error alarm due to over written displayable history alarms in the alarm history screen. The alarms were due to a corrupted history file. Unable to complete functional testing due to the motor error alarm. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.